Event description:
This spontaneous case describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in a 44-year-old female patient who had essure inserted for birth control. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2022. On (B)(6) 2022, the pelvic pain was resolving. At the time of the report, the genital haemorrhage was resolving. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in a 44-year-old female patient who had essure inserted for birth control. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2022. On (B)(6) 2022, the pelvic pain was resolving. At the time of the report, the genital haemorrhage was resolving. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the reporter is not possible. Most recent follow-up information incorporated above includes: on 19-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.